Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise oversensing was observed. The oversensing disrupted the appropriate pacing by interfering the timing cycle. Programming changes were made. Early sign of lead failure was suspected. Isometric testing did not reproduce the noise, but random moved showed noise. Lead replacement was mentioned. The patient was stable.